Manufacturer narrative:
Since the ed-580t is similar to the ed-580xt, fujifim submit this MDR. A supplemental report will be submitted pending investigation results.

Event description:
On (B)(6) 2023, fujifilm corporation was informed of an event involving ed-580t. It was reported that while a young physician began inserting a duodenoscope ed-580t into a patient, the physician, accidentally inserted the duodenoscope into the bronchus. The physician removed the endoscope and inserted it into the duodenum, then placed an enbd tube after ercp and completed the endoscopy. On (B)(6), the physician performed high-frequency coagulation on the wound on the stomach. A CT scan was also performed on the bronchi. The cap was exhaled when the discharged patient coughed. On (B)(6), the patient visited the hospital with a cap. A CT image taken on (B)(6) was confirmed again, and it was found that the cap was left behind in the bronchi. The patient has not complained of any health hazards.